Event description:
Drill bit broke off in the bone of a pt during surgery. The surgeon was unable to salvage the broken piece of drill.

Manufacturer narrative:
Actual device is not available to stryker for evaluation.